Event description:
Additional information was received that the withheld therapy was due to an incorrect interpretation of signal by the device.

Event description:
During a clinic follow-up, the patient experienced a ventricular tachycardia (vt) episode. The device did not deliver any therapy due to the device programming. External defibrillation was used to terminate the vt. Technical support was contacted and confirmed the device behaved according to its programmed settings and that no device malfunction was suspected. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported complaint of no shock delivered was not confirmed. The device functioned as programmed. No device malfunction was noted.